Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 2.50x16mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent damage was noted in the proximal and distal region. Struts were found to be flared at both ends of the stent. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip identified tip damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 17-jun-2021. It was reported that shaft kink occurred. A 2.50x16mm promus element plus drug-eluting stent was opened, however, it was noticed that the middle part was kinked. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.